Event description:
Reporter alleged obtaining discrepant blood glucose results of 311 mg/dl back to back with a result of 80 mg/dl when testing was performed 8 minutes apart on the advantage system. Reporter stated he felt funny earlier and was experiencing double vision symptoms, however, did not specify whether his symptoms were hypoglycemic or hyperglycemic. Reporter indicated self treating with food and no other actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.